Event description:
(B)(4). The provider states on order number (B)(4), the unit arrived with a broken steering link on the one arm drive. The provider states the box the unit shipped in looked intact, but concealed inside, the steering lever was broken. No patient involvement in this out of box failure, protocol questions do not apply. Provider assisted with confirming part number 7857hf.